Event description:
It was reported that this lead was suspected to have migrated and perforated the cardiac tissue. The lead was initially implanted in the left bundle branch. A revision procedure was performed and it was explanted and replaced. No additional adverse patient effects were reported. It is not expected to receive this product for analysis since it was retained by the explanting hospital.